Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been forwarded to a third-party service center pending evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was previously reported that the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The customer complaint was confirmed during evaluation. The error log documented the presence of an error indicating that the machine flow sensor drifted above the allowable specification, which triggered a "vent inoperative" condition. The flow sensor and blower assembly were replaced.